Event description:
Added 10ml bacteriostatic sodium chloride through a pin to the vial. Upon visual inspection rptr noticed a foreign body approximately 0.2 cm in width. Upon drawing up the sodium chloride, no foreign body was noticed. The rptr does not know if the foreign body came from the spike of the pin.